Event description:
Patient status: post deformity correction, t-11 to l3. Post op x-ray revealed cap and screw loosened at l3 and correction was lost. Surgeon removed the hardware, revised to uss screws. This is one (1) of three (3) reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. The investigation can not be completed, no conclusion can be drawn, as no product was returned. A device history review has been requested.